Event description:
A customer contacted beckman coulter regarding erroneous digoxin (dig) results from a single pt samples that were generated by the access 2 instrument. A pt plasma sample (a) was tested for dig and a result of 0.00ng/ml was obtained. The sample was diluted 1:1 and then re-tested for dig; the result was 1.906ng/ml. On the next day, the customer collected a fresh plasma sample (b), tested it for dig and obtained two results of "ind" and 0.000ng/ml (ind=indeterminate, rlu value is lower than the lowest calibrator). Sample b was diluted 1:1 and then re-tested for dig; the result was 1.376ng/ml. On the next day, a third sample, (c), serum and plasma was collected. The plasma sample was diluted 1:1 and tested for dig; the result was 1.660ng/ml. The customer retested the plasma sample neat and obtained a result of 0.394ng/ml. The serum sample was diluted 1:4 and 1:2 and tested for dig; the results were 1.6ng/ml and 2.52ng/ml respectively. The erroneous results were not reported out of the lab. It is unclear which dig result obtained in this event is correct. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within specifications prior to and after the event. System checks performed in 2006 passed. The specimens were collected in lithium heparin tubes. Only serum samples are validated for dig assay. The customer tested only one serum sample which was diluted and it is unclear from the results obtained which dig result is correct. A field service engineer (fse) was dispatched to the customer's lab on 12/26/2006. The fse inspected the instrument and did not find hardware issues. The fse verified the instrument performance per established procedures. Although the customer used unapproved sample type for this assay, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.